Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, bso, apical colposuspension to the uterosacral ligaments, richardson culdoplasty and anterior/posterior colporrhaphy due to progressive menorrhagia and dysmenorrhea, unresponsive novasure ablation, patient desires prophylactic bso, symptomatic pelvic relaxation with cystourethrocele, recurrent rectocele and sui. It was reported that patient underwent excision of exposed mesh with kelly plication of the urethral tissue exposed and superficial excision of exposed tissues on (B)(6) 2010 due to exposure of suburethral sling with failure to close after attempted office revision and chronic recurrent bacterial vaginosis suggesting conization of the sling and surrounding tissues. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.